Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 10mm x 17mm balloon. The catheter was kinked 42.6cm from the distal tip. The manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. The stent was returned on the balloon; the stent was dislodged proximally, with the distal end of the stent 2.1cm from the distal tip. The balloon was examined under magnification and stent crimp marks were visible on the balloon. This indicates that the stent was crimped on the appropriate balloon location during the manufacturing process. No other anomalies were noted. Functional/performance evaluation: functional testing could not be performed as the stent was loose on the balloon. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The complaint investigation is confirmed for a dislodged/dislocated stent. The investigation is inconclusive for difficult to insert through the introducer sheath, as functional testing could not be performed due to the dislodged stent. It is likely the stent became dislodged during insertion into introducer sheath. However, the definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: should unusual resistance be felt at any time during the insertion process, do not force passage. Precautions: inspect the valeo vascular stent and delivery system prior to use to verify that the stent has not been damaged during shipment or handling and that the device dimensions are suitable for the specific procedure. Do not attempt to remove or adjust the stent on the delivery system. Stent/delivery system preparation: remove the stent/delivery system from its packaging [and remove the transport mandrel and balloon sheath from the distal end of the catheter if present]; inspect the stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vascular stent placement in the subclavian artery, the balloon expandable stent was allegedly difficult to insert into the introducer sheath. It was further reported that another stent was used to complete the procedure. There was no reported patient injury.